Event description:
The customer reported hospitalization due to low blood glucose reading. The customer's blood glucose level was 36 mg/dl at time of reporting. Customer passed out at his desk. Customer was taken to hospital. Customer reported that the sensor was giving him a false reading of high blood glucose. Customer stated that he had several lows because he corrected his insulin pump based on the faulty sensor readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.